Manufacturer narrative:
B5: the reporter, intimating an operator error had occurred when electrodes were applied, stated the pt was diaphoretic, "had an extremely hairy chest" and the defibrillator leads "had to be taped to the pt". D9: returned to MFR on 6/17/98. H6: info regarding proper application of electrodes was reviewed with the customer and the device returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit add'l info on this event to FDA.

Event description:
Hospital personnel responded to a pt described as pulseless with no respiratory effort. The reporter stated the pt was diaphoretic, had an extremely hairy chest and the defibrillator leads had to be taped to the pt. According to the reporter, the device would not display the pt's electrocardiogram. A backup defibrillator was immediately called for and the code continued. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt based on the pt's viability and the immediate availability of a backup defibrillator/monitor.